Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported the patient's ipg is nearing end of life. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported surgery took place on 27 october 2022 where the ipg was replaced. Effective stimulation was restored.